Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for an implant. During the procedure, a formed cobra shape was noted during deployment. Implanter resheathed the device and deployed it again, but the device remained in cobra shape. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The implanter removed device completely to change to a new 24mm amplatzer septal occluder that successfully completed the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.